Event description:
The subject device was implanted for a sagital split osteotomy, x-rays found the device to be fractured at an unknown date post-operatively. Another surgery was performed in which the device was removed and a titanium mesh plate was implanted.